Event description:
The customer reported that the system experienced an immediate loss of system functionality following high voltage arcing. A system reboot was required in an attempt to regain the ability to use the device. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.